Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise over-sensing causing inappropriate automated mode switch (ams) episodes. Programming changes were made to resolve the issue and no patient symptoms were reported.